Manufacturer narrative:
An event regarding crack/fracture involving an exeter rasp was reported. The event was confirmed. Device evaluation and results: a visual inspection of the returned device noted that the device was returned in used condition. It was observed that the device broke into two pieces at the base junction of the inserted part. A review of the returned device with a material analysis engineer indicated: "fracture consistent with an overload condition." Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: a visual inspection of the returned device confirmed the event as it was observed that the device broke into two pieces at the base junction of the inserted part. A review of the returned device with a material analysis engineer indicated that the fracture was consistent with an overload condition. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened. An event regarding crack/fracture involving an exeter rasp was reported. The event was confirmed.

Event description:
When 44 #2 exeter broach fully inserted in femur the top piece the attaches into handle broke away from broach. Surgeon had broached in series of 35.5; 44#0 then 44#1 before using 44#2 broach. Corrective action needed to be taken intraoperatively to remove broach using vice grips and slaphammer adding 30 mins to operative time.

Manufacturer narrative:
Review of the product history records indicates products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
When 44 #2 exeter broach fully inserted in femur the top piece the attaches into handle broke away from broach. Surgeon had broached in series of 35.5; 44#0 then 44#1 before using 44#2 broach. Corrective action needed to be taken intraoperatively to remove broach using vice grips and slaphammer adding 30 mins to operative time.